Manufacturer narrative:
The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported an unknown side "capsular contracture, baker grade iii". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.6, b.5, d.6a, d.6b, d.9,g.2, h.3, h.6.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii. Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: analysis of the returned device identified: weight to the spec, white particles in the shell, crease fold and deformation. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional confirmed right side affected.